Manufacturer narrative:
Date sent to FDA: 3/12/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: 3189 - surgical intervention, 1685, 1994, 2061. It was reported that the patient had removal surgery on (B)(6) 2014. It was reported that following the procedure patient experienced abdominal pain, post ¿ surgical pain and suffering and abdominal scarring.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.